Event description:
Liu, j. , ni, w. , zuo, q. , yang, h. , peng, y. , lin, z. , li, z. , wang, j. , zhen, y. , luo, j. , lin, y. , chen, j. , hua, x. , lu, h. , zhong, m. , liu, m. , zhang, j. , wang, y. , wan, j. , li,; the new england journal of medicine; 2024; 391 (20), 1901-1912; middle meningeal artery embolization for nonacute subdural hematoma; doi: 10.1056/nejmoa2401201 literature was reviewed regarding "middle meningeal artery embolization for nonacute subdural hematoma." The time frame of this study was within 90 days after randomization, with the final protocol completed on september 21, 2022, and statistical analysis on december 2, 2023. The median follow-up time was 91 days. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: onyx liquid embolic material, which was provided for the embolization procedure. 2 deaths occurred in the study population. The causes of death were: 1 hematoma-related, another for another reason. Among patient adverse events included: symptomatic recurrence or progression of subdural hematoma was reported in 24 of 360 patients. 17 patients (4.7%) had symptomatic hematoma recurrence. 7 (1.9%) had symptomatic hematoma progression. Repeat or rescue surgery was performed within 90 days in 11 patients. 1 patient had facial-nerve paralysis. 2 patients had an allergic reaction to the contrast agent. 29 adverse events of special interest within 90 days- asymptomatic intracranial hemorrhage, non¿central nervous system infe ction, perioperative infection (undetermined cause), adverse drug reaction (liver injury), adverse drug reaction (allergy), epilepsy, poor incision healing, deep venous thrombosis, new-onset ischemic stroke, and other. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. A2 age is average age of cohort. A3b gender is majority gender of cohort. See attachments for literature article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.